Event description:
The patient had a penile prosthesis placed in eight years ago. The device was a mentor alpha I bioflex with reservoir, and the pump is not working anymore. He is here to have removal of the prosthesis, reservoir, and placement of another device. The patient was taken to surgery where it was noted that the tubing going to the reservoir was fractured and broken. That is the reason for the failure. The tubing was traced down to the left and right prostheses, and corporotomy was made. The prosthesis was removed.